Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on 2017-sep-18 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient's previous pump was replaced due to malfunction. It was further stated that the battery was low, which was why the pump was replaced. The patient's healthcare provider was consulted and stated that everything had been taken care of and the patient had a new pump now. The callers wanted to know how to find a managing healthcare provider for the patient. No symptoms were reported and no further complications were reported or anticipated.